Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. Currently there is severe tortuosity in the iliac arteries. The patient returned for a routine follow-up appointment. The CT revealed that there was a type iii endoleak, separation between the 32x16x166 and 16x28x82 or 16x16x93. The physician believes that the cause of the separation is due to the severe tortuosity in the iliac artery. The physician elected to implant a 16x16x124 to bridge gap between the stent graft and the type iii endoleak, separation was resolved. No clinical sequelae were reported and the patient is fine.